Manufacturer narrative:
Date rec¿d by MFR : 26aug2019, date of report : 27aug2019. Repair information was confirmed. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse tried to calibrate the screen, but the unit would not calibrate. The fse replaced the touch screen to address the reported issue. After this repair, the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug2019.

Event description:
The customer reported a touch screen failure. It was reported that the touch screen would not calibrate, and that the bottom third of the screen was unresponsive. There was no patient involvement.